Event description:
It was reported that caller was inquiring about whether their dbs was turned on and working, as last week, the ins had been off and they ended up in the hospital. The caller stated manufacturer representative helped walk them through using their external equipment to turn therapy back on.  Additional information was received from the manufacturer representative that they were contacted on (B)(6) 2022 when family member asked general questions on how to check the battery. The cause of the ins being off and patient ending up in the hospital was unknown; patient may have turned herself off according to a family member. It is unknown if the issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.